Event description:
(B)(6) clinical study: same case as MDR ID: 2134265-2013-04250. It was reported that post a coronary stenting procedure, the patient experienced myocardial infarction. The subject presented with stable angina and silent ischemia and underwent catheterization which revealed a lesion located in the left main coronary artery with 70% stenosis and was 12mm long with a reference vessel diameter of 3.00 mm. It was treated with pre-dilatation and placement of 3.00 mm x 16 mm and 3.00 mm x 16 mm promus element stents in an overlapping fashion with 0% residual stenosis. On (B)(6) 2011, post index procedure, the subject had elevated troponin value and an event of myocardial infarction was noted. ECG suggested of unknown type of myocardial infarction and the subject did not experienced ischemic symptoms. No actions was taken to treat the event. Two days after, the event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).